Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent an emergent transplant procedure on (B)(6) 2014 based on a potential product failure or damage done upon implant (which the surgeon) insisted was not probable. Prior to the transplant procedure, an onsite driveline evaluation was scheduled with technical services. The driveline evaluation was halted due to the patient's international normalized ratio of 1.2. And non therapeutic status. The patient's driveline was evaluated 5 days later and confirmed that the brown wire was open during the electrical continuity testing. It was noted that upon speaking to the surgeon, an external repair to check if that would fix the issue would be too risky. There were no areas of damaged noted on the x-ray image. The pump...

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of a driveline issue was confirmed. Prior to disassembly of the pump, continuity testing of the portion of the driveline extending from the pump housing found the brown wire was open. The pump was disassembled and further testing isolated the discontinuity to the connection of the brown wire to the motor capsule end of the driveline. The silicone surrounding the electrical leads was carefully removed, which found the brown wire was fractured at the connection to the terminal of the motor capsule. The black wire was partially fractured in this location. The fractured brown wire would have caused the reported driveline fault alarms. A review of the device history records showed no deviations from manufacturing or qa specifications. A review of the complaint handling database found this is the first occurrence of this nature. The findings will be addressed through the manufacturer's corrective and preventive action process.